Manufacturer narrative:
Product event summary: manufacturer's analysis found that the external pulse generator (epg) had broken output connectors, a broken lower case, and a broken hanger. It was also noted that the liquid crystal display (lcd) gasket on the upper case was exposed in the window. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for a calibration check subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.